Manufacturer narrative:
No unexpected blank display anomalies noted. The insulin pump was monitored for 3 days with no unexpected hot battery anomalies noted during testing; no punctures on isolation tape noted during visual inspection. The insulin pump passed displacement test and off no power test. The insulin pump was received with high idle current due to solder bridge (solder ball on j1 pins 14 and 15) on lcd board noted. The insulin pump had moisture damage on all electronic assemblies noted. The insulin pump had minor scratches on lcd window, cracked case at lcd window corner, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump display screen is blank after inserting a new battery. Customer is using the recommended battery but the display screen remains blank. Customer does not recall any significant events leading to the error. Customer's blood glucose was unknown at the time of incident. Troubleshooting was done for battery but customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.